Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps alarming battery out limit when changing the battery. Blood glucose value is unknown. The customer was advised on the way the alarm works. Customer requested the device to be replaced. The insulin pump would be replaced and returned for analysis.